Manufacturer narrative:
The user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer cleared the alarm and resumed insulin delivery. Reportedly, the customer uses humalog insulin and the cartridge was changed every 3 days. Tandem technical support reminded customer of labeling instructions for changing supplies. Blood glucose level was not impacted.